Manufacturer narrative:
Failure analysis on the returned user interface assembly shows that electrically open traces on the rotary adjustment ribbon cable caused the nav-ring to be inoperative.

Event description:
The customer reported that the user interface and the nav-ring is not working. The customer reported there was no patient involvement.